Event description:
It was reported that this patient implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks due to atria arrhythmia. Device remains in service. No adverse patient effects were reported.